Manufacturer narrative:
A prod sample has been requested. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A customer reported that during surgery, a sys message displayed and the sys shut down while in cortex mode. There is no known impact to the pt. Add'l info has been requested.